Event description:
Patient admitted with chronic sigmoid volvulus in the right upper quadrant superior to the transverse colon. The patient underwent a decompressive colonoscopy without complications and was scheduled for a laparoscopic sigmoid colectomy. During the procedure the volvulized sigmoid colon and left colon were de-rotated and mobilized to below the pelvic brim. The rectum was circumferentially dissected and divided with an endo gia 60 blue stapler load across the rectum 15 cm above anal verge; however the endo gia 60 device misfired. Proper firing of the stapler results in two parallel rows of staples, and an automatic scalpel cut between the two staple rows. In this instance there was a single incompletely formed row of staples evident and the device blade auto-cutting tissue, resulting in open distal rectum. Photo images taken during the case reveal only partially closed staples. There was no significant local contamination, but this created a technical problem requiring mobilization of additional rectum. A newly opened, second endo gia 60 blue stapler load and staple pack were then used across the rectum at 10 cm above the anal verge. The new stapler again misfired with same resultant problem. The tissue was not felt to be too thick for this stapler and the md is experienced. The operating room staff noted the same lot number for the stapler cartridges in both instances. The surgeon abandoned use of the endo gia stapler for this patient. Additional distal rectum was mobilized below peritoneal reflection to 8 cm above anal verge and the procedure changed to a low anterior resection (lar). The rectum was closed by the surgeon using hand suturing. Given the laparoscopic stapler issues forcing the lar and reconstruction, the surgeon felt the safest next step was to protect the lar anastomosis with a proximal diverting loop ileostomy (dli), right lower quadrant (rlq). The ileostomy, while a possibility for this procedure should complications arise, was not a planned part of the anticipated procedure. The patient will return in 3 months for ileostomy takedown. The length of the operation was increased by approximately two hours and the patient will be susceptible to infection.